Event description:
It was reported that following right light lead insertion and placing the boot onto the lead, there was no torque in the setscrews on the extension and the screwdriver continued to screw until tight against the lead. There was no damage to the lead, which was confirmed by an impedance check at the end of the procedure. No patient injury was reported.

Manufacturer narrative:
Product ID: neu_leadcap_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.